Event description:
It was reported that prior to an abdominal aortic endoprosthesis procedure, pre-close placement of the suture was attempted in the right common femoral artery using a perclose proglide device. Reportedly, during suture deployment, the needles failed to engage the artery wall resulting in misdeployment. The device was removed and an additional proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that it was in a deployed state and all components were present. The anterior needle remained engaged with the anterior cuff and link. The posterior cuff remained attached to the link. The suture was returned complete, undamaged, fully free of the handle, and with the posterior needle tip attached. Blow through marks were present on the posterior foot indicating proper posterior cuff ejection from the posterior foot pocket. No damage was detected on the posterior cuff and all three tabs remained undisturbed. Although, no damage was detected to the anterior or posterior foot pockets, the posterior foot was impacted with tissue. There was no detected damage to the handle or needle plunger of the device. The returned condition of the device confirmed the reported event. An attempt was made to reinsert the needle plunger assembly to test for proper needle trajectory, needle depth, and push mandrel travel, but dried blood within the needle lumens prevented reinsertion causing the test to be aborted. Contributing factors that may result in a needle-to-cuff miss include but are not limited to, manufacturing deficiencies, anatomical conditions, and incorrect deployment techniques. The reported obesity of the patient may have played a role in the event. Blow-through marks on the posterior foot indicated the posterior cuff was properly ejected from the posterior foot, indicating proper needle trajectory. Additionally, the needle trajectory of every device is verified twice during manufacturing process to assure proper needle parameters are met. The observed tissue within the posterior foot and the reported patient obesity is the most probable cause for the observed posterior needle-to-cuff miss preventing proper needle trajectory and suture deployment. Additionally, the posterior needle-to-cuff miss directly resulted in the reported continued bleeding that required a second proglide device to achieve hemostasis. Based on the investigation, the posterior needle-to-cuff miss is related to the operational context in which the device was used. A search of the lot history record for the reported complaint did not reveal any nonconforming material records associated with this lot which could have contributed to the reported experience. There does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to an inspection during manufacturing and a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the patient was obese weighting 105kg, which may have had an influence during device insertion. The perclose proglide device instructions for use (IFU) instructs the operator to advance the device at a 45-degree angle; however, the angle of the device during insertion could not be confirmed. The initial percutaneous cannulation of the vessel was performed using the seldinger puncture technique, which was rather vertical (more than 30 to 45-degrees). Additionally, the IFU state under special patient populations, the safety and effectiveness of the device have not been established, in the patient populations who are morbidly obese with a body mass index > 35 kg/m2 and where less than one third of the access site is above the skin line. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.